Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information provided by the customer.

Event description:
The customer reported that they discovered foreign material (white/adhesive substance) on the light guide tube of the subject device. According to the initial reporter, this foreign material was not visible when the scope was wet, but became visible once it was dry. Reportedly, this event occurred during inspection for use and have no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.